Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10k05047 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of "fluid on lungs," peritonitis, constipated, mercer and small amount of blood in bag in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced "fluid on lungs." On an unreported date in (B)(6) 2011, the patient was hospitalized for the aforementioned event. Treatment was not reported. Outcome for the event of "fluid on lungs" was not reported. Action taken with dianeal pd4 ultrabag therapy was not reported. An opinion of causality was not reported for the event of "fluid on lungs" and the relation to dianeal pd4 ultrabag therapy. Follow-up information ((B)(4) 2011): further information was received by a consumer. On an unreported date, during a previous hospitalization the patient experienced (B)(6). In (B)(6) 2011, the patient experienced peritonitis. On unreported dates, the patient experienced being constipated, small amount of blood in bag, and bags are a little cloudy. The patient did not require hospitalization for the events of peritonitis, constipated and small amount of blood in bag. Information pertaining to treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. Outcome for the events of (B)(6), constipated, and small amounts of blood in bag were not reported. Dianeal pd4 ultrabag therapy was ongoing. An opinion of causality was not reported for the events of (B)(6), peritonitis, constipated, small amount of blood in bag and the relation to dianeal pd4 ultrabag therapy. The consumer stated that he was not sure of the cause of the peritonitis, however thought it may have been caused by the (B)(6) he had during his last hospitalization.